Manufacturer narrative:
A ge oec service rep investigated the issue and found that the low voltage power supply was below the 5v threshold. The power supply was adjusted to 5.1v. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system would not save images.